Event description:
Vent read malfunction and stopped cycling. Pt hand ventilated and taken off vent. Pt placed on different vent. Working with co to evaluate problem. Reported previously to co. Malfunction code related to power - no power spike noted in records.